Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One healing abutment (imha36) was returned for investigation. Visual inspection of the as returned abutment identified that the abutment was fractured across the threads. Per complaint description, the threaded portion was fractured inside the implant and was able to be removed and implant remained implanted. Functional testing and dimensional analysis could not be performed since the abutment was fractured and the implant was not returned. No pre-existing conditions were noted on the per. The reported devices were located on tooth # 10 for an unknown amount of time. Pictures or x-ray images were not provided and no other information was provided. DHR review could not be performed as the lot number associated with the product was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Additionally, a year-long complaint history review by item number (imha36) was performed for similar event and no complaint about nonconforming products was identified. October post market trending was reviewed and there were no negative trends or corrective actions for the reported devices and event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that healing abutment (imha36) fractured within the implant. Fractured piece was stuck and then removed. Implant remains implanted. Tooth location 10.